Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, an inflation issue occurred. Access was obtained through the right femoral artery. The 80% stenotic lesion was located in the moderately tortuous left common femoral artery. The physician inserted the introducer sheath without any issues and then placed the guidewire and advanced the 7.0x40/135 sterling balloon to the lesion. On the first inflation, the balloon was inflated to 6atms for thirty seconds without any issues. On the second inflation, only the distal and proximal portions of the balloon could be seen and when the contrast media was inserted the distal and proximal portions of the balloon looked black, but the mid portion of the balloon looked white. The device was removed and the procedure was completed with another sterling balloon. No patient complications were reported and the patient's status is good. However, the product analysis on the returned device revealed that the balloon was torn.

Manufacturer narrative:
(B)(4). Device evaluation: the sterling catheter was received with no original packaging or other devices. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. There was no other damage. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).